Manufacturer narrative:
For 1 of 2 reported events, a tosoh bioscience inc (tbi) field service engineer (fse) evaluated the analyzer at the customer's site and resolved the issue by making adjustments to the sorter components. The 2nd event, the tbi fse instructed the distributor fse to evaluate the analyzer at the customer's site. The distributor fse resolved the issue by replacing the sorter. The two (2) aia-2000 analyzers were repaired and returned to operational status.

Event description:
This report summarizes 2 malfunction events for the aia-2000 analyzer. The review of events indicated that the analyzer experienced sorter error messages, which caused delay in reporting of critical patient test results. These reports were received from various sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.